Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of over 600 mg/dl. The infusion set did not insert correctly. He gave himself a shot of 30 units but after an hour his blood glucose level was still around 600 mg/dl. He then gave himself another 30 units and after an hour his blood glucose level dropped to around 200 mg/dl. After another shot his blood glucose dropped to around 100 mg/dl. His infusion sets and sensor were leaving hard bumps under his skin. The infusion sets also left dry patches on his skin. The device was not returned.